Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high ventricular rate (hvr) episodes due to right ventricular (rv) lead noise oversensing were observed. The patient is not dependent. The lead would be monitored. The patient was stable.